Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. We have been advised that the testing was performed in "pneumatic system test" and it was found that the safety disk could not maintain air tightness, and it was determined that the safety disk was damaged. The safety disk has been replaced, but the unit is currently not in use. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) frequently alarmed that the connection of the iab catheter was disconnected. The iabp was withdrawn and it was found that the safety disk test passed. It was also reported that a maquet balloon was not being used. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) frequently alarmed that the connection of the iab catheter was disconnected. The iabp was withdrawn and it was found that the safety disk test passed. It was also reported that a maquet balloon was not being used. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. A getinge service representative reported that a getinge authorized distributor's field service engineer (fse) was the one that evaluated the iabp reported in h10 in the initial emdr report of this complaint. Being that the reported issue was duplicated by the fse, the safety disk was replaced to fix the issue. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) frequently alarmed that the connection of the iab catheter was disconnected. The iabp was withdrawn and it was found that the safety disk test passed. It was also reported that a maquet balloon was not being used. There was no patient involvement and no adverse event was reported.